Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received a low battery alarm and an unexpected restart alarm. Customer's blood glucose was 220 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced. Customer was advised to call back should issue persist.